Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydroxychloroquine. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed") and experienced suicidal ideation ("one episode of suicidal thoughts"), arthropathy ("all of my joint issues are left sided/knee/leg issues"), toothache ("my teeth but only on the right/my teeth hurt all the time/teeth pain"), burning sensation ("burning sensation in my leg") and arthralgia ("knee /joint pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2013. At the time of the report, the medical device removal, suicidal ideation, cholecystectomy, arthropathy and burning sensation outcome was unknown and the toothache and arthralgia was resolving. The reporter considered arthralgia, arthropathy, burning sensation, cholecystectomy, medical device removal, suicidal ideation and toothache to be related to essure (ess205). Concerning the injuries were reported in this case, the following ones were confirmed via social media: joint disorder, tooth pain, burning leg, gallbladder removal, suicidal ideation, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : knee /joint pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), suicidal ideation ('one episode of suicidal thoughts') and cholecystectomy ('gall bladder removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydroxychloroquine. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced suicidal ideation (seriousness criterion medically significant), arthropathy ("all of my joint issues are left sided/knee/leg issues"), toothache ("my teeth but only on the right/my teeth hurt all the time") and burning sensation ("burning sensation in my leg"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2013. At the time of the report, the medical device removal, suicidal ideation, cholecystectomy, arthropathy, toothache and burning sensation outcome was unknown. The reporter considered arthropathy, burning sensation, cholecystectomy, medical device removal, suicidal ideation and toothache to be related to essure (ess205). Concerning the injuries were reported in this case, the following ones were confirmed via social media: joint disorder, tooth pain, burning leg, gallbladder removal, suicidal ideation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added and medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.